Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the e-100 generator to resolve the issue with intermittent energy output. The system was tested and verified as ready for use. Isi received the e-100 generator part involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported issue of "vessel sealer not working in e-100". This unit was installed onto the test system, and it worked fine with a synchroseal instrument. The technician used the synchroseal with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. The e-100 worked fine without any issue. The issue could not be replicate. A review of the site's complaint history revealed patient identifier (B)(6) to be related to this complaint. No images or videos were submitted for review. An procedure review was performed to confirm that the gastric bypass procedure was completed on system (B)(4) on (B)(6) 2022. This complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a vessel sealer extend was not working with e-100 generator. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called to report the issue the day before. The isi csr stated that the vessel sealer extend did not work when plugged into the e-100 generator but worked normally with the erbe. The site told the isi csr this had been a contestant for the last few cases. The synchroseal would work with the e-100 but the vs did not. The site was completing the procedure with no reported injury. Isi followed up and obtained the following additional information: it was also noted that the generator was not replaced during the procedure. The issue was resolved when the field service engineer replaced the e-100 generator. The procedure was completed robotically with no patient injury or harm. There were no patient demographics available.